Manufacturer narrative:
The sample was returned for evaluation. Visual inspection was performed. Based on previous analysis of returned samples, the most probable root cause for cuff leaks in the cuff body is associated with sharp utensil or object. The customer reported malfunction was verified on the returned device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer that, during prior to use test, the nurse noticed an air leak on the tracheal tube inflated cuff. There was no patient involvement.